Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the popliteal artery. The nav6 embolic protection system (eps) was advanced to the target lesion however the filtration element failed to fully deploy and appose to the vessel wall. After use of the non-abbott atherectomy device, the filtration element migrated up from the vessel. The retrieval catheter was used to remove the filtration element without issue. A new nav6 was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, a definitive cause for the reported difficult or delayed activation and filter movement/migration could not be determined. Based on the reported information, it may be possible that the deployment difficulties were related to challenging atomical conditions within the popliteal artery preventing the filter from fully apposing to the vessel wall and with additional intervention using the non-abbott atherectomy device, the filter moved/migrated from its original location. However, this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.